Event description:
The customer reported that the ventilator alarmed and was not charging the battery. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the ventilator would not turn on when the battery was disconnected. The fse replaced the power supply and reported the ventilator was operational. Applicable final testing was performed per operating specifications and passed. Loss of power during normal ventilation operation when required may be detrimental to a patient.